Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for husband via phone call for failed battery test. Blood glucose at the time of incident was unknown. The customer reported that the battery is not charging in the insulin pump. Customer did not complete the troubleshooting guide as they did not have any new batteries. The insulin pump will not be returned for analysis